Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, insulation damage was noted on the right ventricular lead. No electrical anomalies were noted on the lead. The lead was capped and replaced. The patient was stable throughout the procedure.